Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the communicator's original power cord emitted a smoke. A boston scientific company representative verified that no one was hurt and confirmed that the patient attempted to set up the communicator but was unsuccessful. The company representative then sent a new power cord to the patient and advised to call back for set up assistance. The communicator remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation was confirmed as the power adapter had a severely burned transient voltage suppressor part. The damaged part was likely due to an electrical overstress and the smoke smell was not caused by the returned power adapter. The communicator failure in the patient environment was induced.

Event description:
Boston scientific received information that the communicator's original power cord emitted a smoke. A boston scientific company representative was informed that the patient attempted to set up the communicator but was unsuccessful and verified that nobody was injured. The company representative also confirmed that the power cord was disposed and advised the patient to call back for set up assistance after receiving the replacement power cord. Additional information indicated that the communicator was set up but the phone does not work and the communicator did not power on. The patient stated that there was a burning smell on the power cord. The company representative checked if the communicator was connected to a working outlet and verified that there was a steady light on the power cord. The issue was not resolved after troubleshooting was completed. The company representative then sent a return label and a replacement communicator to the patient. The communicator was deactivated. No adverse patient effects were reported.